Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire entrapment and tip detachment occurred. The target lesion was located in the renal artery. A 200cm, 8cm poly tip v-18¿ control wire¿ was advanced to cross the lesion. However, when a stent was placed in the target location, the wire became stuck and could not be withdrawn. A part of the wire was broken in the stent delivery system. The device was completely removed and was replaced. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.